Event description:
According to the reporter, a patient fainted and taken to the hospital. The patient returned to the office complaining of having a hard time breathing. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.